Event description:
The facility initially reported a problem with vitrectomy performance; scheduled service call. Additional information received on 12/21/2006: the nurse reported that the surgeon had a surge during I and a cortical clean up, in which the aspiration suddenly increased significantly and sucked the posterior capsule into the tip. Stated the system cannot aspirate at 60. No aspiration after 5-10 seconds, following insertion of tip into the eye, which may be related to the surgeon's problem of surge. They also stated there was no patient injury. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system, replaced the vit pump, tested and verified the system met specifications. Investigation is in progress.